Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarm occurred during use on the homechoice. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up report will be submitted.